Event description:
It was reported that the device had an ¿inadequate delivery rate¿ error. There was unknown patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review indicated that the device had not been in for repair for the stated problem. Visual inspection showed the device was in good condition. Functional testing confirmed the customer's reported problem as the device¿s flow rate was found to deliver out of specification. The investigation was not able to determine the root cause of the issue. The explusor will be replaced, and testing will be repeated.